Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID 97745, serial# (B)(4) implanted: product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of charging the ins was not determined. The rep reported that the cause of the controller not recharging fast enough was that the patient wasn¿t plugging in the ac cord fully into the controller. The rep reported that the patient was recharging the neurostimulator (ins) with ¿fair¿ connection. The rep reported that once they established ¿excellent¿ connection, charging duration was normal. The rep reported that the controller was charging normal now. Both issues were resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97745, product type programmer, patient.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type 1. Troubleshooting was needed for a recharging issue. The caller alleged that the patient was charging too often. Patient indicated that they had an excellent connection but the charging was taking upwards of 2 hours and the patient was having to charge twice a day. The patient was complaining that the patient controller (pc) was not recharging fast enough to allow her to recharge the implant when needed. Further troubleshooting could not be performed due to lack of access to product. It was reviewed that the caller should consider meeting with patient to check recharge statistics and possibly change settings. No symptoms were reported and no further complications were reported/anticipated.